Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The minimum drain volume percent for this therapy was set at 75% which was too low to prevent iipv. The cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:01:24.during night drain cycle three, the patient's ultrafiltration reading was 1773ml, indicating the home patient (hp) drained 1773ml more than their maximum programmed fill volume of 2000ml.this information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.